Event description:
It was reported that discovered when replacing the huber. When the physician removed the dressing, it was torn. There was no reported patient injury. Additional information received: it was reported that the tear in the tube was confirmed. Statlock dressing is unknown. It does not leak into the body. Apparently there is some leakage through the gauze that was placed between the skin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of torn tubing was confirmed. The product returned for evaluation was one 22g safestep infusion set. A gross visual inspection of the returned unit found that the extension tubing had been broken in two locations. The break surfaces were microscopically inspected. Two of the surfaces showed clear striations, indicating that one of the breaks had been caused by sharp instrument damage. The other two surfaces exhibited two peaks and an uneven texture which may indicate that the tubing was pinched off due to compression from a dull instrument. An examination of the device structure revealed no potential damage/defect related to manufacture of the product. Based on the event description and location of the tear it is possible that securement and maintenance techniques may have contributed. H3 other text : evaluation findings in section h:11.

Event description:
It was reported that discovered when replacing the huber. When the physician removed the dressing, it was torn. There was no reported patient injury. Additional information received: it was reported that the tear in the tube was confirmed. Statlock dressing is unknown. It does not leak into the body. Apparently there is some leakage through the gauze that was placed between the skin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.